Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 546 mg/dl this morning and she did not get a no delivery alarm when she looked at her set. Customer stated that there was blood at site. Customer treated with the pump and was about to draw an injection. Customer stated that she woke up and that night she went to the bathroom, which is unusual in the middle of the night. Customer stated that her blood glucose kept coming up and she couldn't keep anything down this morning. Customer stated that she threw up 6 different times today. Customer did not contact her health care professional for the high blood glucose. Customer's back-up plan was injections and long acting insulin. Customer stated that the cannula was bent but not occluded when she removed the set. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer's blood glucose was 467 mg/dl.